Event description:
It has been reported that the pt has elevated metal levels. Pt has had an MRI. Pt states that he may need revision surgery.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.